Event description:
The manufacturer received information alleging the internal battery is not charging on a ventilator. Additionally, the detachable battery has shown several instances of depletion. It currently has one led when tested and has been on charge for a couple of hours. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.